Event description:
The endotracheal tube was placed on 10/11/97. On 10/13/97, while the clinician was repositioning and retaping the tube, the inflation line detached from the tube. The patient was reintubated and there was no injury.